Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time had been "off by 15 minutes", and the customer would have to continuously correct the time. Customer's blood glucose level was not impacted.